Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products biomet bone cement 2x40g, reference 3003940001, batch a750cd0910 were manufactured on 16 july 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed. The review of the sterilization certificate indicates that the products were sterilized according to the specification. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. 11 complaints have been recorded for batch a750cd0910 on the reported event within one year. According to available data, the most probable root cause is due to packaging issue (sealing process) if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the operation the inner sterile packaging in side of b is opened, the doctor used spare bone cement to complete the operation. No adverse events have been reported as a result of the malfunction